Manufacturer narrative:
Additional information was received on (B)(6) 2021. The mammogram performed did not support rupture. The physician stated there was a crease/fold present. The patient stated they do not plan to explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on september 13, 2021 mentor became aware that coding updates were erroneously omitted from the supplemental report submitted on august 23, 2021. H6 has been updated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 300cc mentor memorygel breast implant experienced suspected left sided rupture post procedure. There was a palpable bubble. The patient is scheduled for an ultrasound and consultation with a surgeon, however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date.